Event description:
Return product form received indicating reason for explant: other vagal stim. Dehis., infected vns pulse generator. Therefore, dehiscence wound coding will be added to the file and physician's assessment is being requested. No other relevant information has been received to date.

Event description:
The physician has assessed the cause of the dehiscence wound to be due to the patient picking at the site. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was "picking" at the wound site following a recent implant surgery. The patient was seen to have an infection and had vns explanted. Once the patient heals she will be re-implanted at a later date. Device history records were reviewed. M1000 sn (B)(4) was seen to be hp sterilized prior to distribution. The physician later confirmed that the patient picking at the site was the cause of the infection. Device evaluation is not necessary as it will add no value to the investigation. No other relevant information has been received to date.